Event description:
It was reported that two days after an unknown procedure where a leak test was performed, the staple line was found to be opened during the re-operation. No further information is available.

Manufacturer narrative:
D4, h4, 6: information anticipated, but unavailable at this time.